Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead and competitor device exhibited noise and oversensing. A revision procedure was performed wherein the lead was explanted and replaced with a competitor lead. It was noted that the patient is not pacemaker dependent and did not experience any pacing inhibition or asystole as a result of the noise and oversensing. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed the entire lead was returned in 4 severed segments with lead body damage, including insulation abrasion and calcification of the distal shock coil. The insulation of the distal lead segment was found abraded through to the rs- conductor coil 10 cm from the distal tip (between the proximal and distal shock coils) and exhibited signs of scraping around the area. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of lead contact with a calcified heart valve. The reported noise and oversensing is likely the result of the lead damage observed by the laboratory.